Event description:
Dir (B)(4) (tga report) concerns an ethicon gynecare tvt retropubic system (product 810041a) implanted on (B)(6) 2015. Post-implantation, the patient experienced worsened urinary incontinence, unresolved stress incontinence, overactive bladder, constant urine leakage (requiring pads), nocturia 2¿3 times, slow urinary stream, and voiding difficulties. Urodynamics (B)(6) 2023) showed detrusor overactivity with possible bladder outlet obstruction (boo). An examination under anaesthesia with pop-q and cystourethroscopy on (B)(6) 2025 found a healthy vagina/cervix, no mesh exposure, normal urothelium, and clear urethroscopy. The patient has been consented for excision of the vaginal tvt mesh portion + cystoscopy to relieve urethral tension causing slow voids and overflow leakage and has waited >12 months for the procedure. No further patient outcome details are provided due to confidentiality.

Manufacturer narrative:
Investigation is pending and results will be reported when it is available. The manufacture complaint's number is (B)(4).

Manufacturer narrative:
Additional information: a3a, h6, h11 investigation results: "an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable." The manufacturing number is (B)(4).

Manufacturer narrative:
Correction: d1; d2a, d4.